Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 28-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhoea, bipolar disorder and obesity. Concurrent conditions included dysuria, anxiety, cervical radiculopathy, numbness of upper extremities, allergic rhinitis, pain in extremity, carpal tunnel syndrome, pre-diabetes, hypertriglyceridemia, amenorrhea, foot pain, essential hypertension, hypomania, hyperplasia endometrial, epicondylitis and psychiatric disorder nos. Concomitant products included cefixime (flexeril), ciclesonide (zetonna), dexlansoprazole (dexilant), gabapentin, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair), oxymetazoline hydrochloride (claritin allergic), tramadol, trazodone and valproate semisodium (depakote). On an unknown date, the patient started hydroxyzine at an unspecified dose and frequency. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced neck pain ("neck pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: gastritis/acute superficial gastritis without hemorrhage"). In (B)(6) 2011, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: utis"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("bladder/ urinary tract/vaginal) type:vaginal infections"). The patient was treated with buspirone hydrochloride (buspar), dexlansoprazole, ondansetron (zofran), surgery (hysterectomy with bilateral salpingo-oopherectomy)) and cavity filling. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, chronic gastritis, alopecia, nausea, weight increased, menstruation irregular, neck pain and abdominal pain was resolving and the anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chronic gastritis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 217 lbs. Right tubal ostia cannulated, device deposited 3 coils trailing into cavity. Left tubal ostia cannulated, device deposited 3 coils trailing into cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Biopsy - on (B)(6) 2017: endometrium, biopsy:- proliferative endometrium. Ultrasound pelvis - on (B)(6) 2017: 1) normal-appearing uterus. 2) tiny 0.6 cm extrauterine cystic structure posterior to the cervix in the cul-de-sac is of uncertain significance or etiology. 3) prior tubal ligation.. X-ray - on (B)(6) 2017: 1.tiny fracture fragment along the tip of medial malleolus. 2. Mild soft tissue swelling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,headache. Extreme pain after sex, during intercourse, cramping, menstrual bleeding ,neck pain,weight gain lot number:836496, manufacturing date:2011/03, expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 28-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhoea, bipolar disorder and obesity. Concurrent conditions included dysuria, anxiety, cervical radiculopathy, numbness of upper extremities, allergic rhinitis, pain in extremity, carpal tunnel syndrome, pre-diabetes, hypertriglyceridemia, amenorrhea, foot pain, essential hypertension, hypomania, hyperplasia endometrial, epicondylitis and psychiatric disorder nos. Concomitant products included cefixime (flexeril), ciclesonide (zetonna), dexlansoprazole (dexilant), gabapentin, hydroxyzine, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair), oxymetazoline hydrochloride (claritin allergic), tramadol, trazodone and valproate semisodium (depakote). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced neck pain ("neck pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: gastritis/acute superficial gastritis without hemorrhage"). In (B)(6) 2011, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: utis"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("bladder/ urinary tract/vaginal) type:vaginal infections"). The patient was treated with buspirone hydrochloride (buspar), dexlansoprazole, ondansetron (zofran), surgery (hysterectomy with bilateral salpingo-oopherectomy)) and cavity filling. Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, heavy menstrual bleeding, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, chronic gastritis, alopecia, nausea, weight increased, menstruation irregular, neck pain and abdominal pain was resolving and the anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chronic gastritis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstruation irregular, migraine, mood swings, nausea, neck pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 217 lbs right tubal ostia cannulated, device deposited 3 coils trailing into cavity. Left tubal ostia cannulated, device deposited 3 coils trailing into cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Biopsy - on 11-oct-2017: endometrium, biopsy:- proliferative endometrium. Ultrasound pelvis - on 16-feb-2017: 1) normal-appearing uterus. 2) tiny 0.6 cm extrauterine cystic structure posterior to the cervix in the cul-de-sac is of uncertain significance or etiology. 3) prior tubal ligation.. X-ray - on 03-may-2017: 1.tiny fracture fragment along the tip of medial malleolus. 2. Mild soft tissue swelling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,headache. Extreme pain after sex, during intercourse, cramping, menstrual bleeding ,neck pain,weight gain lot number: 836496 manufacturing date: 2011-03 expiration date: 2014-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 28-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhoea, bipolar disorder and obesity. Concurrent conditions included dysuria, anxiety, cervical radiculopathy, numbness of upper extremities, allergic rhinitis, pain in extremity, carpal tunnel syndrome, pre-diabetes, hypertriglyceridemia, amenorrhea, foot pain, essential hypertension, hypomania, hyperplasia endometrial, epicondylitis and psychiatric disorder nos. Concomitant products included cefixime (flexeril), ciclesonide (zetonna), codeine phosphate;paracetamol (tylenol with codeine no.3), dexlansoprazole (dexilant), gabapentin, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair), oxymetazoline hydrochloride (claritin allergic), tramadol, trazodone and valproate semisodium (depakote). On an unknown date, the patient started hydroxyzine at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). In 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2011, the patient experienced neck pain ("neck pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: utis") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced gastritis ("gastrointestinal or digestive system condition type: gastritis"). On (B)(6) 2017, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("bladder/ urinary tract/vaginal) type:vaginal infections") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy)). At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastritis, alopecia, nausea, weight increased, menstruation irregular, neck pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 217 lbs right tubal ostia cannulated, device deposited 3 coils trailing into cavity. Left tubal ostia cannulated, device deposited 3 coils trailing. Into cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Biopsy - on (B)(6) 2017: endometrium, biopsy:- proliferative endometrium. Ultrasound pelvis - on (B)(6) 2017: 1) normal-appearing uterus. 2) tiny 0.6 cm extrauterine cystic structure posterior to the cervix in the cul-de-sac is of uncertain significance or etiology. 3) prior tubal ligation.. X-ray - on (B)(6) 2017: 1.tiny fracture fragment along the tip of medial malleolus. 2. Mild soft tissue swelling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,headache. Extreme pain after sex, during intercourse, cramping, menstrual bleeding ,neck pain,weight gain. Lot number:836496 manufacturing date:2011/03 expiration date:2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 28-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhoea, bipolar disorder and obesity. Concurrent conditions included dysuria, anxiety, cervical radiculopathy, numbness of upper extremities, allergic rhinitis, pain in extremity, carpal tunnel syndrome, pre-diabetes, hypertriglyceridemia, amenorrhea, foot pain, essential hypertension, hypomania, hyperplasia endometrial, epicondylitis and psychiatric disorder nos. Concomitant products included cefixime (flexeril), ciclesonide (zetonna), codeine phosphate;paracetamol (tylenol with codeine no.3), dexlansoprazole (dexilant), gabapentin, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair), oxymetazoline hydrochloride (claritin allergic), tramadol, trazodone and valproate semisodium (depakote). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient started hydroxyzine at an unspecified dose and frequency. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). In 2011, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced neck pain ("neck pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: gastritis/acute superficial gastritis without hemorrhage"). In (B)(6) 2011, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: utis"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("bladder/ urinary tract/vaginal) type:vaginal infections"). The patient was treated with buspirone hydrochloride (buspar), dexlansoprazole, ondansetron (zofran), surgery (hysterectomy with bilateral salpingo-oopherectomy)) and cavity filling. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, chronic gastritis, alopecia, nausea, weight increased, menstruation irregular, neck pain and abdominal pain was resolving and the anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, chronic gastritis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 217 lbs. Right tubal ostia cannulated, device. Deposited 3 coils trailing into cavity. Left tubal ostia cannulated, device deposited 3 coils trailing into cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Biopsy - on (B)(6) 2017: endometrium, biopsy:- proliferative endometrium. Ultrasound pelvis - on (B)(6) 2017: 1) normal-appearing uterus. 2) tiny 0.6 cm extrauterine cystic structure posterior to the cervix in the cul-de-sac is of uncertain significance or etiology. 3) prior tubal ligation. X-ray - on (B)(6) 2017: 1.tiny fracture fragment along the tip of medial malleolus. 2. Mild soft tissue swelling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,headache. Extreme pain after sex, during intercourse, cramping, menstrual bleeding ,neck pain,weight gain. Lot number:836496. Manufacturing date:2011/03, expiration date:2014/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received- new event anxiety were added. Pt of gastritis updated to chronic gastritis. Treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a (B)(6) year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included dysmenorrhoea, bipolar disorder and obesity. Concurrent conditions included dysuria, anxiety, cervical radiculopathy, numbness of upper extremities, allergic rhinitis, pain in extremity, carpal tunnel syndrome, pre-diabetes, hypertriglyceridemia, amenorrhea, foot pain, essential hypertension, hypomania, hyperplasia endometrial, epicondylitis and psychiatric disorder nos. Concomitant products included cefixime (flexeril), ciclesonide (zetonna), codeine phosphate;paracetamol (tylenol with codeine no.3), dexlansoprazole (dexilant), gabapentin, ibuprofen, medroxyprogesterone acetate (depo-provera), montelukast sodium (singulair), oxymetazoline hydrochloride (claritin allergic), tramadol, trazodone and valproate semisodium (depakote). On an unknown date, the patient started hydroxyzine at an unspecified dose and frequency. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menstruation irregular ("irregular periods") and abdominal pain ("abdominal pain"). In 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced neck pain ("neck pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced urinary tract infection ("(bladder/ urinary tract/vaginal) type: utis") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced gastritis ("gastrointestinal or digestive system condition type: gastritis"). On (B)(6) 2017, the patient experienced dental caries ("dental problems: tooth decay"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vulvovaginal mycotic infection ("bladder/ urinary tract/vaginal) type:vaginal infections") and depression ("psychological or psychiatric problems condition: depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy)). At the time of the report, the pelvic pain, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastritis, alopecia, nausea, weight increased, menstruation irregular, neck pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Right tubal ostia cannulated, device deposited 3 coils trailing into cavity. Left tubal ostia cannulated, device deposited 3 coils trailing into cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Biopsy - on (B)(6) 2017: endometrium, biopsy:- proliferative endometrium. Ultrasound pelvis - on (B)(6) 2017: normal-appearing uterus. Tiny 0.6 cm extrauterine cystic structure posterior to the cervix in the cul-de-sac is of uncertain significance or etiology. Prior tubal ligation. X-ray - on (B)(6) 2017: 1.tiny fracture fragment along the tip of medial malleolus. 2. Mild soft tissue swelling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache. Extreme pain after sex, during intercourse, cramping, menstrual bleeding, neck pain, weight gain most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received. Reporters information updated. Lot no. Added. Event: injury were update to abnormal bleeding (vaginal). Events:abnormal bleeding (vaginal,menorrhagia), autoimmune disorder type of disorder: lupus, hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: utis and vaginal infections, migraines / headaches, psychological or psychiatric problems condition: depression, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: gastritis, hair loss, nausea, pain, weight gain, essure confirmation test(s) conducted, specifyno were added. Medical history, concomitant drugs ad lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.